Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age and gender unk), but the pt had no expected reaction from the pacing pulses, and did not appear to be receiving the pacing therapy. The clinicians then turned the device's settings to 180ppm and 140ma, but the pt still did not appear to be receiving the pacing therapy. The clinicians then obtained another device to successfully pace the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant indicated that a previously unreported pacing event occurred with this same device. That report is documented on attached medwatch report number 1220908-1999-01160.